Event description:
Subsequent information was received the patient with this system passed away. Both the device and lead were then returned for a post market evaluation. Engineers reviewed device history, confirming the previously reported high out of range shock impedance measurements had occurred via the boston scientific internal remote monitoring system, after the patient had passed away but prior to the system being deactivated. This type of alert represents normal product operation, as impedance measurements would be expected to rise in a deceased patient prior to the system deactivation. The device and lead were thoroughly analyzed and again normal operation was observed. Boston scientific has concluded that the rise in impedance measurements occurred post mortem due to physiological changes that naturally occur in a deceased patient. No system malfunctions were observed and no cause of death has been communicated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited out of range shock impedance measurements. It was further reported that the pacing impedances have also increased. No adverse patient effects were reported. The patient was to be evaluated by the physician, at this time, no further information has been made available.

Manufacturer narrative:
Both the lead and device have been archived as meeting specificaitons and were not contributory in the death of this patient. As no further informat\ion concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.